Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual used sample was received for analysis. Sample evaluations (including visual inspection and pressure testing) were performed to the returned sample, which identified leaks-separated that occurred between the tubing and bushing; no other defects were observed. The cause was undetermined. A batch review was conducted for the reported lot r13i27124 and no issues or deviations related to the described incident were noted. The manufacturing facility has initiated corrective and preventive action (CAPA) for further investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink nitroglycerin set leaked. The reporter stated there was a hole in the tubing. This occurred during infusion. There was no reported patient injury or medical intervention associated with this event. No additional information is available.